Event description:
The facility reported a pump that overinfused during patient use. A 100ml bottle of an unknonw medication was set at a rate of 19ml/hr with a volume limit of 100ml. Reportedly, the nurse checked the infusion and noticed that the volume to be infused (vtbi) read 70ml while the bottle had only 20ml left. The nurse stopped the pump and switched out the device. According to biomed, there was no patient injury or medical intervention. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medication involved, or additional contact.